Event description:
It was reported that when the paramedics lowered the cot, the cot did not latch and went to the ground with the pt on the cot. There was pt involvement, but no pt injuries. A paramedic was injured and went to an immediate care facility.